Event description:
It was reported to philips that the fluoroscopy could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic coronary procedure, which was completed after moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform fluoroscopy. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the kvma board was causing an intermittent x-ray error. To resolve the issue, the fse replaced the kvma board and performed the necessary calibrations. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.